Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severly calcified left superficial femoral artery. A 3.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10 atmospheres for 5 seconds. The device was removed without any problems and the procedure was completed with another of the same device. No patient complications were reported and the patient was in good condition post procedure.